Manufacturer narrative:
Although the battery pack associated with this event has not been returned, based on the information available, it appears that the cause of the event is user related. The user failed to check the status of the battery pack (serial number (B)(4)) as defined by the user manual once charging was complete. The user manual for this device states that a fully charged battery pack condition is indicated by all-green leds on the user control panel's battery pack status indicator. In this case, the battery pack would have indicated the low battery condition by fast flashing the battery's red led. Although requested, the battery pack (serial number (B)(4)) has not been received. Should additional information become available, an updated MDR will be submitted.

Event description:
A customer reported that they deployed the device for a rescue attempt on either 8/26/2017 or 8/27/2017 but the device would not power on with its installed battery pack. The user reported that they immediately swapped the battery pack with their spare battery pack which powered on the unit. The user also reported that they fully charged both battery packs on 8/24/2017. Although the customer reported that the patient was not resuscitated, the user followed the manufactures' recommendation to maintain a charged spare battery pack with the device at all times and therefore the patient outcome in this case does not appear to be related to the initial report of the device not powering on as there was no appreciable delay associated with initial device not powering on. Analysis of the electronic data files from the device (serial number (B)(4)) shows that battery pack serial number (B)(4) (with 4% charge) was charged on 8-24-2017 (as initially reported) however, the battery's charge did not move above 4% during the charging process. Once the user completed charging the battery pack on 8-25-2017, the battery pack was still at 4% and would have still indicated "battery pack low". In this case, the user failed to check the status of the battery pack (serial number (B)(4)) as defined by the user manual once charging was complete. The device then sat until (B)(4) 2017 (not 8/26/2017 or 8/27/2017 as initially reported) when the user attempted to deploy the device with battery pack serial number (B)(4) in its low charge condition - hence the reason for this MDR. Battery pack serial number (B)(4) (with 89% charge) was then immediately inserted into the device and the device was successfully deployed for the event which lasted 33 min and the device delivered 2,936 compressions. During the entirety of the event the device operated as designed - the compression parameters remained excellent, well within their tolerances.